Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a locking titanium adaptor. The nurse stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The nurse reported that there was gap (3mm) between the patient connector and the titanium adapter. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.